Manufacturer narrative:
Product event summary: at analysis the customer comment of a broken hanger assembly was confirmed and it was additionally noted that the battery drawer would not open when the "eject" button was pressed, the lower case was out of specification mechanically, both output connectors were broken, the keypad and all four knobs, both output connector nuts, the lower case and one case screw were all contaminated and that both wires on the liquid crystal display were pinched however they were not compromised. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator needed its handle (ring attachment) and battery door repaired as well as a test and calibration procedure. The generator was returned to service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.